Manufacturer narrative:
The lot number was manufactured between jun 20, 2018 - june 21, 2018. Four samples were received for evaluation with the spike port covers removed. Visual inspection did not identify any abnormalities. Functional testing was performed which revealed a leak from the base of the spike port at the spike port cap of all the samples. The condition of leak was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned four (4) samples of 3000ml exactamix eva (ethyl vinyl acetate) for evaluation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.